Event description:
Deformity treatment pectus carinatum, more details (symmetric/asymmetric) are not available. Pt = female, born (B)(6) 1986. Operation date: (B)(6) 2012. Stratos clips ref unk, stratos bar: 014-10190. The clip broke in the angle of the clip date of incident not detectable. Explantation (B)(6) 2014. Products available for inspection: no information available.

Manufacturer narrative:
Pectus carinatum (pc) treatment was performed with two bridges, consisting of one bar and two clips. The recommendation for pc is the use of 3 bridges. The reoperation (explantation) was performed 28 months after implantation. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the pt is mandatory. It is recommended to see each pt in reasonable intervals (every 4-6 months). Material was not available during this report for an inspection. Lot numbers are not available for reporting about product and material details. From the quantities and product codes on the distrimed registratieformulier, the ref indicated in the quality system report form and the products shown on the xray it is not clear which products were used.